Event description:
Fse changed units to mmol/l for ca++ when running a cal verification and did not return the units to the customer's usual setting. The user ran a pt sample and treated the pt for critically low ionized calcium results without reading the units on the pt result. The treatment was based upon mg/dl which was the users accustomed setting. The pt was administered a bolus of calcium gluconate 190 mg. Treatment was interrupted before the full amount was given. The pt's following ca++ was 5.39 mg/dl, high in the normal reference range.